Manufacturer narrative:
Results: the stylet insertion problem reported from the field was confirmed. The lead body had an area near the terminal end of the lead where the inner lumen was deformed. The terminal lead end had green debris which is consistent with a green coated style having been used; however, no green coated stylet was not able to be fully analyzed. The lead was electrically test but did not pass. Since no broken wires were observed the opens would be consistent with electrical opens at the weld sites. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported one of the pt's ((B)(6)) trial leads were explanted and replaced during his permanent procedure on (B)(6) 2014, as a result of the physician experiencing difficulty inserting the stylet due to the lead being fractured. The procedure was extended 3 hours.